Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted a random call service alarm to reboot the pump that was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was a call service alarm to reboot the pump found in the black box history. The pump was able to complete a rewind, load, and prime sequence with no errors. The pump was exercised for 24 hours and no call service alarms were duplicated during this time. There was no evidence of internal moisture or damage to the printed circuit board when the pump cover was removed. The original complaint was verified in the pump history, but could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.